Event description:
It was reported that the patient could hear their left ventricular assist device(lvad) motor "clicking" and had increasing chest pain over time. Log files were submitted for review and captured persistent pulsatility index(pi) events throughout the log files but nothing unusual noted in the logs. It appeared the vad and peripheral equipment are functioning as intended. On (B)(6) 2024 it was reported that the patient was complaining for thumping in their chest and hearing more of their pump than in the past. Additional log files were submitted and captured 126 pi events. There were no other unusual events seen within the log files. The mechanical circulatory support(mcs) equipment is operating as expected. Related manufacturer's reference number for the system controller: 2916596-2024-02259.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported clicking noises coming from the pump could not be confirmed. A direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported clicking and chest pain could not be conclusively established through this evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), document rev. C and the heartmate 3 patient handbook, rev. D are currently available. Section 1 of the IFU, ¿introduction," lists potential adverse events that may be associated with the use of heartmate 3 left ventricular assist system. Section 1 of the IFU and section 6, ¿patient care and management," instruct the user to notify appropriate personnel if there is a change in how the pump works, sounds, or feels. The patient handbook instructs the user to call their hospital contact if they think that, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Furthermore, section 1, ¿introduction," and section 8, ¿handling emergencies," also instruct the user to call their doctor/hospital contact if they notice a sudden change in how their pump is working (even if there is no alarm), and state that even small changes should be reported. No further information was provided. The manufacturer is closing the file on this event.